Event description:
Pt admitted for chest pain and st segment elevation. Treated with tpa on 1/6/97 and cardiac cath revealed critical stenosis of teh right coronary artery. Admitted on 1/8/97 for ptca. Stent placement attempted, but failed. Physician believes there was a leak of the balloon. The pt coded and underwent saphenous vein grafting x2. The pt ultimately expired on 1/12/97.